Event description:
It was reported that patient had revision surgery due to neck fracture of the femoral stem. Patient claimed to surgeon and hospital staff that he was going about general home duties at the time of the stem failing, he felt a snap, and then pain and unable to weight bear. The neck snapped 2cm distal to the head and totally dissociated from the rest of the stem in-situ. There was no sign of loosening or malpositioning of the cemented portion of the stem. The cement mantel was 100% intact. On the day of the revision, it was noted from x-ray review that there was good bone stock surrounding the implant, perfect cement bone and cement-implant interface and excellent bone remodeling with no sign of femoral bone lucency around the stem. The cemented portion of the stem was difficult to retrieve and took approximately one hour to remove with multigrips, and a mallet used to hit it out until it became loose within the cement-implant interface.